Event description:
Blood leaked from quest mps disposable cardioplegia set. The blood leaked at the site that the blood line entered the blood: crystalloid pump cassette. The leak was inside the machine, it was then taken out of service and the set was sent back to the manufacture. There was no harm done to the pt.